Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The DHR showed that the serial number was provided, however the manufacturing date is unknown and no lot number was provided, therefore the DHR is unable to be located. The reported complaint was unable to be confirmed through failure analysis due to the target circles not being received. There were no adverse trends discovered for this issue, and the risk is acceptable, therefore no further investigation or action is required.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that one side of the adjustment (grey ring) of the crwprecise crw precision arc system was too loose and the other got stuck. The two (2) target circles which were supposed to go inside were separated from the little ring frame and falling out when moving the big frame. There was no patient contact or patient injury. Date of incident was on (B)(6) 2020. Additional information received on 31jul2020 indicating that the patient was prepped for an unspecified procedure. There was a surgery delay of 45 minutes.